Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device has been prophylactically explanted and patient was asymptomatic and stable after procedure.